Event description:
It was reported the patient underwent emergent surgical intervention to remove and replace the lead as the lead body was exposed through the skin. The patient is receiving effective stimulation and has suffered no adverse events from the lead erosion. In addition the ipg was electively replaced to take advantage of new technology.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).